Event description:
Additional information received reported that the patient had developed an infection and that the manufacturing representative had not been successful in reprogramming the device. It was further noted that the patient was more contorted, rigid, and was curled up in the fetal position. The reporter stated that "she thought the internal neurostimulator (ins) was never replaced" and the patient had to wait 9 months to a year before the system was replaced. It was noted that the "patient had not seen therapeutic effect since the ins had been on". Possible disease progression was discussed with the patient. The patient outcome was not provided. Refer to manufacturing report # 3004209178-2012-05042.

Event description:
It was later clarified that the ins was also replaced back in (B)(6) 2012. The patient was admitted to the hospital for at least three weeks due to the infection. He would like his inss turned back on.

Event description:
Addition information received reported that the patient met with a company representative at the physician's office on two occasions. It was reported that the patient would usually see the physician once a month, but has not been in since last (B)(6). At the last appointment the patient was 'totally unresponsive' and there was no way to tell if the reprogramming was helping the patient. The patient resides (B)(6) hospital and had to be transported to the doctor's office by ambulance. It was believed that the patient had begun the end stages of parkinson's disease, and that the stimulation system no longer provided any type of help for the patient. Trouble shooting methods were performed, and it was stated that everything was 'working as intended.' The patient was unable to provide any feedback, however. It was reported that there was no indication that the device had 'blown up' in any way nor had there been any leakage. A defibrillator was used on the patient in the ambulance. It was also stated that there was no indication that the extension was corroded in any way. No further information was provided.

Event description:
It was reported that the patient had been bedridden since the lead and extension were replaced on (B)(6) 2012; however, it was not clear if the implantable neurostimulator (ins) was also replaced. It was reported that the patient was "contracted," very ridged, and that his mouth and hands were trembling a lot. He had bed sores from being in bed for such a long time. The patient's condition was reported as being a "vegetable" and he hadn't eaten by himself since (B)(6) 2012; however, he was cognitively aware. He went into surgery walking, dancing and talking before surgery. The patient was told by the healthcare provider that the patient's lead and battery "blew up." It was unclear what this meant, but battery leakage was mentioned. The patient's device was reprogrammed by his physician, but since the patient could not speak, it was difficult to program. The patient had been hospitalized since (B)(6) 2012. Reference MFR report # 3004209178-2012-05042 for related concomitant device event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.

Manufacturer narrative:
Product ID 7482a66 serial# (B)(4) implanted: 2009-(B)(6) explanted: product type extension product ID 7482a51 serial# (B)(4) implanted: 2009-(B)(6) explanted: product type extension product ID 3387s-40 lot# v902310 implanted: 2012-(B)(6) explanted: product type lead product ID 3387s-40 lot# v194784 implanted: 2009-(B)(6) explanted: product type lead product ID 3387s-40 lot# v194784 implanted: 2009-(B)(6) explanted: product type lead product ID 7426 serial# (B)(4) implanted: 2011-(B)(6) explanted: product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).